Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy due to lead noise. An alert for possible high voltage lead issue was noted and low, out of range hv lead impedance was observed. Lead was explanted and replaced. The new lead tested normal with the system analyzer, however when the lead was connected to the chronic device, a potential short and low out of range hv lead impedance was still observed. After repeating the test a second time with the same results, the device was explanted and replace. The impedance measurements were normal with the new device. Patient was doing well after the event.

Event description:
New information received notes that the patient had experienced pain in the muscles, back and collarbone areas prior to device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly and low hv lead impedance was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The damage was due to delivery of hv therapy into a low impedance output. The cause of the low impedance output could not be determined.